Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth and presumed transient light syndrome (tls) on right eye (od) after the six week post op exam. A flap lift was performed and topical steroid dosage was increased. The visual acuity (va) was unaffected. The patient had no comments.